Event description:
It was reported this balloon ruptured on the third inflation at approx 15 atms during dilatation of a hemodialysis access management graft. Following balloon rupture, it was noted the balloon material detached and migrated to the pt's lung. The balloon material remains in the pt. The pt has since been assessed and their condition is good. The device was not returned by the uf. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much high pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-op scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon. Ultrathin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully.